Manufacturer narrative:
Additional information concerning this event is currently being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. An x-ray performed showed the rv lead was fractured and had insulation abrasion. At this time, no intervention has been performed and the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the physician decided not to intervene and remove the rv lead from service. The patient's rv lead was reprogrammed and a new subcutaneous implantable cardioverter defibrillator system was implanted in the patient. No additional adverse patient effects were reported.